Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non pacer dependent patient presented in clinic for follow up. Upon interrogation, it was discovered that the implantable cardioverter defibrillator could not be interrogated. It was noted that the device battery was completely dead. Device replacement was discussed. No intervention was reported. The patient was stable.

Event description:
New information received stated that the rf telemetry issue could not be resolved. It was suspected that the device was completely dead due to premature battery depletion. It was noted that the device prematurely reached the end of life indicator. It was also noted that the patient was not dependent but showing left bundle branch block at baseline. The device was explanted and replaced on (B)(6), 2018. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.